Manufacturer narrative:
The implantable pulse generator (ipg) sc-1200 serial number (B)(6) was returned and analyzed. The event of the patient experiencing charging issues was confirmed through laboratory analysis, which revealed that the device was undetectable nor charged. An internal investigation found that the battery was disconnected from the circuit board (pcb) due to the open battery fuse. The device data was captured using a power supply showed that the device had been working normally until the incident where its battery voltage plunged at once and was never recovered. After reconnecting the battery directly to the pcb, the device was charged and regained normal functionality.

Event description:
It was reported that the patient had ipg charging issues. The patient underwent a revision procedure to replace the ipg. Additional information was received that the patient is now satisfied and doing well postoperatively.

Event description:
It was reported that the patient had ipg charging issues. The patient underwent a revision procedure to replace the ipg.

Event description:
It was reported that the patient had ipg charging issues. The patient underwent a revision procedure to replace the ipg. Additional information was received that the patient is now satisfied and doing well postoperatively.